Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports catheter sticking to paper side of packaging after bursting water sachet with "rough raised areas" noted along the middle of the catheter itself when finally breaking loose from packaging. He did not use it to cath with for concern it would harm him with these rough areas may feel like a "saw tooth, jagged edge" in a urethra. There was no injury reported. No additional information was provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No complaint was received on lot# 3k03186 and this type of issue but on this lot was received complaint tw# (B)(4) (catheter sticking to paper side of packaging after bursting water sachet). The issue of rough, raised areas noted along the middle of the catheter is a consequence of the catheter sticking to the paper side. The percentage of affected pieces against lot is (B)(4). This complaint was presented to the complaint review board on november 7, 2024. No harm reported. This is considered an isolated issue. Attendees decided that no further action are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to (B)(4) qa data visualization. This issue will be monitored through the post market product monitoring review process, (B)(4). No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.